Manufacturer narrative:
Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs.  Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night.  A limited ability to exercise is also a common feature.  Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart.  There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax.  The severity of disease is usually graded by the degree of problems with exercise.  Heart failure is not the same as myocardial infarction or cardiac arrest.  Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As information was requested, but not forthcoming, the cause of the heart failure is unknown; however, may be due to patient factors not received and/or possible valve dysfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry, the patient developed ¿heart failure¿ on postoperative day (pod) 25 of a transfemoral tavr procedure for a 20mm sapien3 valve and re-admitted. Although the detail of the treatment was not provided, the patient was discharged 21 days later. The outcome was determined as recovered.